Event description:
It was reported that the enterprise stent ((B)(4)) locked in the microcatheter after getting to the site. The device could not advance or withdrawn. Then, withdrew the whole system enterprise and select plus microcatheter (606s255x/15540188), and changed to new system to finish the procedure. After removal, a kink was reported on the microcatheter. The stent was released after the event. All guidelines were followed for stent placement. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter. The microcatheter was re-shaped with the shaping mandrel, steam, and without any damages. Other than what was reported, no other damages were noticed on the devices (kink, bend, crack, separated, fracture, elongated, unraveled, stretched, etc) or microcatheter. The aneurysm was normal. There was no patient injury reported and the devices will be returned for analysis.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report 1058196-2012-00333 and 1058196-2012-00334.

Manufacturer narrative:
It was reported that the enterprise stent (enc451412/10043675) locked in the microcatheter after getting to the site. The device could not be advanced or withdrawn. The entire system, enterprise and select plus microcatheter (606s255x/15540188) was withdrawn from the patient without patient injury. A new system was used to finish the procedure. After removal, a kink was reported on the microcatheter. Additionally the stent was released after the event. All guidelines were followed for stent placement. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter. The microcatheter was re-shaped with the shaping mandrel, steam, and without any damages. Other that what was reported, no other damages were noticed on the devices (kink, bend, crack, separated, fracture, elongated, unraveled, stretched, etc). The aneurysm was "normal." A review of the manufacturing documentation associated with prowler select plus lot 15540188 presented no issues during the manufacturing process that can be related to the reported complaint. A non-sterile prowler select plus 150/5 cm microcatheter was received coiled inside of a plastic bag. The microcatheter was inspected and it was found kinked as well as compressed sections were noted on it. The microcatheter was inspected under a microscope and the damages found on the visual analysis were confirmed (compressed sections). The ID from the microcatheter was measured and was found within specification. A non-sterile unit of enterprise vrd and delivery system was received coiled inside of a plastic bag. The stent was received deployed with no observed damages. The delivery wire was received inside of introducer tube and no were observed damages in it. The enterprise stent, delivery wire, and introducer tube were observed under vision system and there were no found damages found. The microcatheter was flushed using a lab sample syringe (nipro) and after that a 0.018¿ a guide wire cordis lab sample was introduced into the microcatheter and it advance smoothly until it reached the microcatheter¿s distal end. Resistance/friction was felt when the guide wire was passed through of the kinks and compressed sections. After that the microcatheter was flushed again using a lab sample syringe (nipro) and a lab sample enterprise system was introduced into the microcatheter; it advanced smoothly until the microcatheter¿s distal tip. Resistance/friction was felt when the enterprise was passing through the compressed sections. Functional analysis was performed with insertion of the enterprise delivery wire without the stent (which was received deployed) through the returned microcatheter. The delivery wire was introduced through the returned prowler select plus microcatheter and a slight friction was felt when the delivery wire passed through of the compressed and kinks sections, however it was able to be inserted through the microcatheter. The analysis of the returned microcatheter found that the device was not obstructed; however, there was confirmed resistance at the distal end of the microcatheter which was due to the confirmed reported kink as well as compressed areas. With functional testing of the returned devices, the kinked/compressed areas on the microcatheter resulted in resistance friction during advancement of the enterprise vrd and other concomitant devices used during testing. Although a definitive conclusion cannot be made regarding the timing of the catheter damages based on the analysis, based on the reported information the catheter kinked during procedural use. It appears likely that this kinking contributed to the reported locking up of the enterprise system. With review of the available information, the analysis of the returned devices and the device history record reviews; there is no indication of any manufacturing issues related to the event. Procedural factors appear to have contributed to the events. Additionally inspections are in place to prevent damaged devices from leaving the facility. Therefore, no corrective actions will be taken at this time. This is one of two products involved with this adverse event, which is associated with mfg report 1058196-2012-00333 and 1058196-2012-00334.

Manufacturer narrative:
A non-sterile select plus 150/5 cm was received coiled inside of a plastic bag. The microcatheter was inspected and it was found kinked as well as compressed sections were noted on it. The microcatheter was inspected under a microscope and the damages found on the visual analysis were confirmed (compressed sections). The ID from the microcatheter was measured and was found within specification. The microcatheter was flushed using a lab sample syringe (nipro) and after that a 0.018'' a guide wire cordis lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter's distal. Resistance/friction was felt when the guide wire was pass through of the kinks and compressed sections. After that the microcatheter was flushed again using a lab sample syringe (nipro) and after that an enterprise lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip. Resistance/friction was felt when the enterprise was pass through of the compressed sections. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure as "catheter- obstructed" was not confirmed during the functional analysis. The reported failure as "catheter- kinked/bent" was confirmed. The failure experienced by the costumer and the damages found on the device could not be conclusively determined; however, these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; additionally inspections are in place that prevents these kinds of damages leaving from the facility. Therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report 1058196-2012-00333 and 1058196-2012-00334.